Event description:
It was reported that the patient was seen 6 months post op, during the visit a spinous fracture was noted on the 6 week post op x-ray. The fracture was not documented at the time. The patient denied any trauma, fall or injury.